Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision ¿with mentor siltex round moderate profile, 375c saline prosthesis has developed right-sided deflation postoperative. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements with unknown prosthesis on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. According to the revision carried out on jan/28/2021 for lot number 7305445. Non-conformances were found with number nr-0126314 related to device malfunction. Recall#: ¿3005423519-10/12/2021-001-r¿ .reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision ¿with mentor siltex round moderate profile, 375c saline prosthesis has developed right-sided deflation postoperative. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements with unknown prosthesis on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. According to the revision carried out on (B)(6) 2021 for lot number 7305445. Non-conformances were found with number nr-0126314 related to device malfunction. Recall#: ¿3005423519-10/12/2021-001-r¿ .reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 24, 2022 indicated that the patient underwent bilateral replacements with mentor smooth silicone prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).